Manufacturer narrative:
The ventilator was inspected and found to be missing several screws beneath the base unit. Replacement screws were installed, and the ventilator was returned to the user in proper working condition. The patient unit and base unit are fastened together during initial installation. It is unclear whether the screws were omitted during installation or became loose and detached during use.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during movement of the ventilator, the patient unit fell off the base unit. There was no patient involvement. Manufacturer's ref #: (B)(4).